Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of tylenol was hung and connected to the primary set. When the rn returned to the patient's room she noted that the secondary infusion had infused completely when it should have infused over a longer period of time. There was no report of patient harm.